Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed with a proximal occlusion alarm code which could not be cleared. This did not indicate a reportable malfunction; however, during verification testing at the service center the device did not sound an audible alarm tone when an occlusion was present proximal to the device.